Manufacturer narrative:
Correction: g4. G4: updated to reflect investigation, results still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device takes time to turn on/turn itself off. There was no patient involvement.

Manufacturer narrative:
H7 and h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted front case with keypad replaced due to unresponsive keypad which caused customer stated problem. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for sn(B)(6) was performed from date of manufacture 05/05/2020 to present date 01/13/20 21 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device takes time to turn on/turn itself off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device takes time to turn on/turn itself off. There was no patient involvement.